Event description:
A customer reported receiving a minimum fill notification on their insulin pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the pump from its case and clean the pneumatic tap area. Despite initial troubleshooting, reloading the same cartridge did not resolve the issue. However, following guidance to fill and load a new cartridge using proper technique, the customer successfully resumed using the pump.